Manufacturer narrative:
Based on the available information, the revision reported due to prosthesis wear may have been due to a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, the photographed device does not appear to exhibit significant wear. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the gxl recall.

Manufacturer narrative:
Section d10: concomitant products - biolox delta femoral head 36mm od, +3.5mm (cat# 170-36-03 / serial# (B)(6)) - alteon 6.5mm screw, 25mm (cat# 180-65-25 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient had an original left primary total hip replacement on (B)(6) 2016. The patient returned to surgeon's office complaining about their left primary hip with pain and dissatisfaction. Upon examination and imaging the poly showed wear and is involved in the recall. The patient underwent revision left tha on (B)(6) 2023 where the head and poly liner were swapped. New vitamin e liner 10-degree face changing/lateralized implant for 40mm ID and 40mm ceramic options head with a +3.5-sleeve adaptor. There was no related to the breakage the device or surgical delay/prolongation. The patient left the operating room (or) stable. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due the implants were sent to the lab and legal at the hospital and asked to be retained by the patient's attorney.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, g. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, the prosthesis wear cannot be confirmed on the provided radiographs or images, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.